Manufacturer narrative:
Further clarification regarding the event: the event of "a case" is being considered as lymphoma as the event was stated as to have been received from the profile registry which is a database dedicated to capturing reports of alcl. The event of lymphoma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and/or patient details was requested. Upon additional follow up with the physician, it was determined that there was no additional information available. Device labeling: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Received an email from an allergan associate reporting ¿a case¿ for a patient implanted "with smooth implants for 6 years and a biocell te [tissue expander] [patient] had for 8 months." It is unknown if the implant was explanted, or if any treatment was provided. As pathological markers have not been received, the event will be captured as lymphoma. This medwatch represents the left side "smooth implant." See MFR # 9617229-2017-00118 for the right side "smooth implant." The manufacturer of the device is unknown. See MFR # 9617229-2017-00119 for the tissue expander.